Manufacturer narrative:
The patient line tubing was disconnected from the proximal arm of the patient access stopcock. It is unknown how or when this damage occurred. Adhesive was observed both within the lumen and on the outer edge of the male luer adaptor of the stopcock. A review of the manufacturing records was not possible as no lot number was provided. Additional patient information: it was later reported on (B)(6) 2013 that the patient was discharged from the hospital on (B)(6) 2013. The report confirmed that the patient did not incur any injury as a result of the event. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the tubing became disconnected from the transducer stopcock of the device during a bed to chair transfer of the patient. According to the report, there was no tugging on the device tubing at the time of the disconnection. The report states that the patient did not incur any injury as a result of the event.

Manufacturer narrative:
The patient line tubing was disconnected from the proximal arm of the patient access stopcock. It is unknown how or when this damage occurred. Adhesive was observed both within the lumen and on the outer edge of the male luer adaptor of the stopcock. A review of the manufacturing records was not possible as no lot number was provided. Additional patient information: it was later reported on (B)(6) 2013 that the patient was discharged from the hospital on (B)(6) 2013. The report confirmed that the patient did not incur any injury as a result of the event. (B)(4)